Manufacturer narrative:
Follow-up #1 and final report submitted.. The failure mode ¿saw blade came loose¿ was confirmed. The failure was traced to a stuck ratcheting pawl. Reported event: it was reported that the mechanism to retain the sawblade is not holding the sawblade down. When cutting the distal cut the knob to tighten the saw blade came undone. Knob was tightened again and the saw blade came loose again. Case type: tka. Surgical delay: 30-60 minutes. Update: the saw attachment became detached during cutting. Product evaluation and results: visual inspection: the 212480 2.7 degree angled sagital saw shows light wear and tear (small scratch and burnish marks) on the device. Further inspection shows that the ratcheting pawl is stuck. See attached picture. There are also marks on the knob from where the wrench makes contact. Functional inspection: the 212480 angled saw (lot: 35011017 / serial: (B)(6) easily locked into both the left and right orientations in a known good 209063 mics handpiece. A known good 116170 standard 2mm blade was installed in the 212480 angled saw; the locking knob turns but the clicking feeling associated with the ratcheting pawl locking could not be felt. The mics was powered on and the blade came loose after a few seconds. A picture of the device installed in a mics is attached. The failure mode ¿saw blade came loose¿ was confirmed. Dimensional inspection: not performed as no dimensional failure is alleged. Material analysis: not performed as no material failure is alleged. Product history review: review of the device history records indicate 50 devices were manufactured and 49 were accepted into final stock on 11-10-2017 with no reported discrepancies. A review of qt 17-11- 0039 revealed that the non-conformance(s) is/are not related to the failure alleged in this complaint. Complaint history review: a review of complaints in catsweb and trackwise related to p/n: 212480, lot: 35011017 shows 2 additional complaints related to the failure in this investigation. Conclusions: the failure is confirmed via functional and visual inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
The mechanism to retain the sawblade is not holding the sawblade down. When cutting the distal cut the knob to tighten the saw blade came undone. Knob was tightened again and the saw blade came loose again. Case type: tka. Surgical delay: 30-60 minutes.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The mechanism to retain the sawblade is not holding the sawblade down. When cutting the distal cut the knob to tighten the saw blade came undone. Knob was tightened again and the saw blade came loose again. Case type: tka. Surgical delay: 30-60 minutes.